Event description:
During mitral valve replacement procedure, difficulty arose with the prosthesis insertion. A 27mm sizer easily fit into the orifice and a 27mm perimount valve was selected. After passing suture through the sewing ring, the prosthesis was seated with difficulty, and the prosthesis appeared bigger than the sizer. It was difficult to keep shorter posts from becoming entangled in the sutures, and recognition of this problem was difficult because of the shorter length of the commissural posts. The 27mm valve was removed and replaced with a 25mm valve. The valve holder had to be left on the valve to insure complete seating, and several sutures were tied before removing the holder. Upon separation from cardiopulmonary bypass, there was active arterial bleeding from the back of the heart, and atrio-ventricular disruption was confirmed. The perimount valve was explanted and after repair of the a-v junction posterior with bovine pericardium, a st jude 25mm valve was seated and the pt was weaned from bypass. Death was the result of atrioventricular separation and disruption, resulting in acute pericardial tamponade and death.